Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 47 mg/dl and 66 mg/dl at the time of the incident. The customer was at 283 mg/dl at the time of the call. Customer stated they adjusted their basal settings and was able to treat with glucose tablets and food. The customer stated they continued to go low even after lowering their basal settings. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, displacement accuracy test, download test or verify over delivery bolus anomaly due to motor error alarm. Insulin pump passed idle current test and run current test. Insulin pump was received with minor scratched display window, cracked display window and cracked reservoir tube lip.